Manufacturer narrative:
Based on analysis from ge healthcare engineering, the most probable root cause is pulling the ventilator without disconnecting the o2 hose from the wall connector. Instructions for disconnecting the air and o2 supplies are provided on page 9-7 of the carescape r860 user reference manual software version 11 if the user wishes to move the device to another location. There was no reportable malfunction.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 h3 other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that there was a malfunction resulting in prolonged insufficient oxygen flow. There was no patient involvement.